Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the message to the home patient (hp). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and there were no patient extensions in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assit device. There was an open clamp on an unused line. The tsr advised the hp to use a manual bag to complete therapy and to contact her registered nurse about the incident. The hc was okay. Proper procedures were reviewed with the patient. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.